Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the device failed temperature assessment. The devices temperature was measured at 119 degrees 2 minutes into test (operational specification states that the running motor must not exceed 118 degrees). It was also observed that the device had a cracked flex circuit potting and a broken drive shaft. Therefore the reported condition was confirmed. The root cause for overheating was determined to be due to a broken drive shaft which is consistent with extreme force while the motor is in use to causing the driveshaft to break. The root cause for the cracked flex circuit potting is consistent with normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device overheated. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.